Manufacturer narrative:
Nether the user facility nor (B)(4) submitted a user facility/importer report to the manufacturer. (B)(4). Carefusion issued a return goods authorization (rga) number to (B)(4) for the return of the alleged faulty gas delivery engine for eval. Additionally a follow-up reminder to return the alleged faulty gas delivery engine was sent to (B)(4). As of march 03, 2011, the alleged faulty gas delivery engine has not been received by carefusion. Once the gas delivery engine has been received and the eval completed, a follow-up medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus at present, carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "[Name removed] third party biomed working on the unit received gde [gas delivery engine] pn r16222a from (B)(4), on install the units audible alarm is not present noted flow sensor error, sn/model configuration done but noted symptoms are still present. Biomed has check pins on uim [user interface module] cable and driver transition board and everything looks fine. I will replace gde [gas delivery engine] per warranty. Symptoms not present before gde [gas delivery engine] change gde [gas delivery engine] was since blender was delivering out of spec."